Event description:
It was reported that the catheter balloon was difficult to inflate during the pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the catheter was noticeably difficult to inflate. The catheter balloon was dissected to find the inflation notch was not completely perforated. This was out of specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." Per CAPA, the root cause for this failure could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher, no preventive maintenance to verify the correct functionality of the puncher knife, lifetime for knife and replacement control, incorrect positioning of the shaft into the punching machine, manufacturing procedure does not address visual aids as support for production operator, detection/control method is not enough for failure detection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling was not performed as complaint addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during the pretest.